Manufacturer narrative:
(B)(4). The reported issue of cuff leak was confirmed upon investigation of the returned sample. An actual sample and two representative samples were returned for analysis. Functional testing performed on the actual sample confirmed leakage through the sealing on the cuff pilot. In contrast, the representative samples were subjected to a bubble leak test, and no issues were observed. A device history record review was performed, and no relevant findings were identified. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that "cuff loses air. The patient's oxygen saturated dropped below 95%. Another device was used to finish the procedure. They were reported as fine psot thte procedure."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "cuff loses air. The patient's oxygen saturated dropped below 95%. Another device was used to finish the procedure. They were reported as fine post the procedure."